Manufacturer narrative:
Medwatch sent to FDA on: 13-oct-09. Analysis of the device noted the shell was eroding due to the exposure of stomach acid. There is no evidence of leakage or resistance to flow in the port housing. The access port also had no resistance to flow. Non-penetrating nick likely to be caused by a needle were found in the band tubing and access port. The port tubing was missing material and had evidence of surgical damage noted by separation and a sharp opening that may have been made to facilitate the removal of the device. The band tubing was separated and striated, which can also be associated with surgical damage that may have been made to facilitate the removal of the device. Device labeling addresses the possible outcome of erosion as follows: "there is a risk of band erosion into stomach tissue."

Event description:
It was reported an erosion occurred with the lap-band. The band was explanted.